Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that when they inspected and tested the system, they verified that it was working properly and the ethernet cable they were using had a broken wire. They replaced the ethernet cable and it is able to connect to pacs and stealth. They performed a system checkout, and the system was operational and there were no parts replaced. (B01,c07,d02) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to transfer images to the picture archiving and communication systems (pacs). No patient present.